Event description:
It was reported the device was in use with patient for infusion and warming. The reporter stated that the final 50-100ml of infusion volume would not infuse using the pressure device. No adverse effects to patient reported.

Manufacturer narrative:
(Patient code).

Event description:
Additional information was received indicating that the site tried lowering the unit to a lower hook, but the outcome did not change. The issue did not occur at the "lumc", only in test condition. There was no patient/clinical injury and no patient involvement.